Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review could not be performed as lot number was unknown. H3 other text : see h.10.

Event description:
It was reported that bd integra¿ syringe w/ detachable needle shot out during use. The following information was provided by the initial reporter: material no: 305270 batch no: unknown (reported 8020747 which does not reference to any bd products) it was reported by the consumer that the needle shout out when used. Event description per snow case states, "bd integra syringe shot out when used." Additional snow case information: from phone call on (B)(6) 2019, 13:04:59: returned call. Issue: consumer stated needle shot out of the syringe. It had medicine in it. It extracted the medicine and when he compressed the needle shot out. He could not found it anywhere it went in. Sample discarded. Incident date: on (B)(6) 2019. Occurence-1. Explained consumer it is retractable needle the syringe retracts the needle inside. He was not aware of this. Offered to send the replacement to the pharmacy. He thinks it shot out, it detached and went inside his skin. He was not aware of the retracting function. He said he will look to see if he has a sample of that needle to look. He will be following up with me for the item#, I will inquire about the sample once again.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: unknown, medical device expiration date: unknown, device manufacture date: unknown, medical device lot #: 8020747, medical device expiration date: unknown, device manufacture date: unknown. The customer's address is unknown. (B)(6) USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd integra¿ syringe w/ detachable needle shot out during use. The following information was provided by the initial reporter: material no: 305270 batch no: unknown (reported 8020747 which does not reference to any bd products). It was reported by the consumer that the needle shout out when used. Event description per snow case states, "bd integra syringe shot out when used." Additional snow case information: from phone call on 2019-09-18 13:04:59: returned call. Issue: consumer stated needle shot out of the syringe. It had medicine in it. It extracted the medicine and when he compressed the needle shot out. He could not found it anywhere it went in. Sample discarded. Incident date: (B)(6) 2019. Occurence: 1. Explained consumer it is retractable needle the syringe retracts the needle inside. He was not aware of this. Offered to send the replacement to the pharmacy. He thinks it shot out, it detached and went inside his skin. He was not aware of the retracting function. He said he will look to see if he has a sample of that needle to look. He will be following up with me for the item#, I will inquire about the sample once again.